Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "presence of plastic "chips" from the syringes in the pump body of the syringe / presence of flakes in the body of the syringe."

Event description:
It was reported that foreign matter was found in the bd discardit¿ ii syringe. The following information was provided by the initial reporter, translated from french to english: "presence of plastic "chips" from the syringes in the pump body of the syringe / presence of flakes in the body of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/5/2020. H.6. Investigation: a device history record review was performed for provided lot number 2003190 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, the affected samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. In response to this report, CAPA#1549223 has been initiated to prevent issues related to this process. H3 other text : see h.10.